Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced hypoglycemia, a seizure, a loss of consciousness and was unable to self-treat. No third-party intervention was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date of the freestyle libre sensor is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values outside of the threshold range. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced hypoglycemia, a seizure, a loss of consciousness and was unable to self-treat. No third-party intervention was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.